Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced low vault with rotation. The lens was exchanged for a longer length lens. Cause of the event is unknown.

Manufacturer narrative:
B5: the problem was resolved. Claim# (B)(4).